Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to hyperopia (refractive error). No adverse effect and no patient injury were reported.

Manufacturer narrative:
The result of diopter inspection was found within the production order specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.